Event description:
The consumer states while visiting her grandmother, she left her power chair outside. Her 3 and 5 year old nephews allegedly put the free wheel hubs back into the drive mode, turned the wheelchair on and started to drive the wheelchair. The boys allegedly ran the consumer's daughter over with the front caster. The consumer's daughter suffered fatal injuries. The cause of death listed on the death certificate is asphyxiation.

Manufacturer narrative:
Manufacturer spoke with consumer at length regarding alleged incident. User alleges her nephews had been told to leave the chair alone, and she alleges she locked it away. Somehow her nephews got the chair out again. Turned the chair on, and accidently ran over her 2 year old child. MDR filed based on alleged death. Information remains unconfirmed, and incident reportedly has happened in 2007.